Event description:
It was reported that customer experienced pea-sized air bubbles or gaps in tandem mobi cartridge that appeared during pumping, and customer stated not having enough insulin and needing to change. There was no adverse impact to the customer¿s blood glucose level. Customer was currently experiencing issue, and technical support assisted customer in loading new cartridge using proper technique, after which customer successfully loaded cartridge, resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcome.